Event description:
During preparation for a pci procedure, foreign material like powder was found on the distal tip of the pt2 moderate support 185cm str wire. The guide wire did not have contact with the patient's body and was discarded by the facility.